Event description:
A patient reported their implantable neurostimulator (ins) was removed in (B)(6) 2016 because they had a seizure and fell and broke the ins. They noted that the healthcare provider (hcp) removed the ins partial led. MRI guidelines were requested, but it was unrelated to the device or therapy. The ins was indicated for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.